Event description:
It was reported that during a supply change the user went through four infusion set insets because the adhesive liner stuck to itself when the paper backing was peeled, preventing proper placement; replacement supplies were shipped and troubleshooting and education were completed. Symptoms included none reported. Outcomes included no alerts or alarms and no medical interventions. Investigation included user interview and troubleshooting education. Investigation of this case revealed user handling difficulty with the infusion set adhesive during liner removal consistent with an adhesive/application issue on the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was use error related to adhesive handling during supply change.